Manufacturer narrative:
Date rec'd by MFR: 18sep2019. The part was returned to the manufacturer for failure investigation (fi). It was determined that the ul_lr and ur_ll resistance were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 27june2019. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse replaced the unit's touch screen to resolve the reported issue. Unit passed required performance verification tests per philips standards.

Event description:
Customer contacted technical support (ts) stating that unit is having touchscreen issues. Customer states issue is not accuracy, but touch sensitivity. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.